Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in australia. E1: (B)(6). D10: zimmer dermatome 1" width plate (zi-00-8802-001-00) sn: unk. Zimmer dermatome 2" width plate (zi-00-8802-002-00) sn: unk. Zimmer dermatome 3" width plate (zi-00-8802-003-00) sn: unk. Zimmer dermatome 4" width plate (zi-00-8802-004-00) sn: unk. Dermatome screwdriver (zi-00-8803-000-00) sn: unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the unit was cutting out/losing power in use. It is unknown if there was patient impact. Diligence is complete as no additional information was noted.